Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01365 pertains to the other device. It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure in 2008 (exact date unknown). According to the complainant, the patient experienced pelvic pain and cramping post procedure but the exact nature and date of onset are unknown. All other information is unknown and reportedly unavailable.